Event description:
During intubation for induction, the user was using a bi-furcated tube, intubated the patient, and noted no resistance when manually ventilating. The user re-intubated the patient three times. The user then verified proper seal and placement of the endotracheal tube with a bronchoscope. The patient coded. The patient was manually ventilated with an alternate device and recovered. The user reconnected the patient to the machine. The machine functioned normally and was used to complete the case. No patient injury.